Manufacturer narrative:
Concomitant medical products: 5568 lead, implanted (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and was exhibiting high and unstable thresholds. The lead was repositioned and remains in use. It was also reported that the left ventricular (lv) lead was exhibiting high thresholds and non-capture when in bipolar configuration. The lv lead was also repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.